Event description:
The customer alleged no audio alarm. The nellcor puritan-bennett customer support engineer inspected the device and was unable to duplicate the reported event. As a precaution the nellcor puritan-bennett customer support engineer replaced the audio alarm assembly. The unit passed extended self testing. It is not verified that the alarm didn't activate and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.